Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8781 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (500 mcg/ml at 50 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was getting a new system implanted when the healthcare provide stated that several months ago the patient had an infection. It was unknown if there were external factors or troubleshooting performed. The system was explanted and the issue was resolved.